Event description:
Team member administered vaccine subcutaneously in right thigh. Administration of vaccine was complicated by the need for additional force on the plunger required to inject medication-team member reports that the needle felt blocked. Full dose of medication was administered over longer than usual time. No harm to patient- no extra injection required.